Manufacturer narrative:
Product analysis: it could not be confirmed that the programmer was locking-up. The stylus was not functioning, and was replaced. The storage bay was found to have a broken latch, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was locking-up, during device interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out of specification during manufacturer's analysis.